Event description:
It was reported that during a da vinci-assisted transthoracic chest anastomosis with esophagectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that they saw an error 319 on arm 3 and could only deactivate the arm. Prior to the call, the customer already power cycled the patient side cart (psc) with an emergency power off (epo). The tse checked the logs and confirmed the communication errors pointing to universal surgical manipulator (usm) 3. The procedure would be completed with 3 arms. The tse dispatched a field service order (fso). The field service engineer (fse) later informed the tse via zoom that this surgery was converted to open due to the customer having issues docking the system with 3 arms. The procedure was converted to open surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the da vinci coordinator and obtained the following additional information: the customer reported that the procedure was converted to open due to the failure of the arm. The customer confirmed that the patient tolerated the change after converting to open surgery and there was no injury to the patient. The customer confirmed that there was a system malfunction prior to the procedure conversion and troubleshooting was performed with technical support, but the issue was not resolved via troubleshooting. There was no harm to the patient due to the system malfunction. The customer confirmed that the system was inspected prior to use and there were no issues noted during set up of the system. The procedure had been in progress for about 2.5 to 3 hours when the issue occurred. The patient did not experience any post-operative complications. No images were available.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) due to error 319. The system was tested and verified as ready for use. Isi has received the usm; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Manufacturer narrative:
The universal surgical manipulator (usm) has been returned and evaluated by the failure analysis (fa) team. Fa was able to confirm and reproduce the reported complaint. System logs showed multiple 319 errors on arm 3 pointing toward the clock spring during this time span. The unit was tested on an in-house system in normal mode where it triggered a 319 error. The unit was also tested on a patient side cart (psc) fixture test platform (pftp) where it failed all the boards present check and the axes controller motor (acm), the axes controller spar (acs), and the axes controller carriage (acc) were all not found. The fiber test also failed on all fibers. A golden clock spring fiber was installed, and the unit passed all the boards present check and fiber test on retry. The unit passed all other required tests thereafter. As a fix, the clock spring fiber assembly would be replaced.

Event description:
Refer to h10/h11 for follow-up information.